Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Medical records received. The patient's doi was (B)(6) 2013. The patient suffered a dislocation on (B)(6) 2013. The unknown head and liner are being reported for dislocation.

Manufacturer narrative:
Additional narrative: this complaint was reported in error and has been rejected.